Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 180 0.14 balance/traverse/terumo, guide catheter: jr4 cordis 6f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the non-tortuous, severely calcified, left anterior descending artery (lad), (reference vessel diameter 4.0), pre-dilatation was performed using multiple non-abbott balloons. A 4.0x38 rx xience xpedition stent system was advanced through a non-abbott 6f guide catheter. Resistance was felt during advancement due to the anatomy; however, the stent was successfully deployed at the target lesion. The stent balloon was deflated for 30 seconds without issue and the stent was confirmed to be apposed to the vessel wall. An attempt was made to remove the stent system under negative pressure and some resistance was felt with the anatomy. A normal amount of force was applied and the distal shaft separated in two segments. The distal segment of the stent system shaft was successfully retrieved using a goose neck device. The procedure was concluded with no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional reported information indicates that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.